Event description:
Patient had the device inserted in 1999. Pt had leakage of gastric contents into the abdominal cavity, requiring immediate operative intervention. Pt developed sepsis and respiratory difficulty and was transfered to ICU. Surgeon reported penetration through the abdominal wall was clean, but there was a gap around the tube and mucosal wall allowing gastric contents to exit.